Event description:
Per the audiologist's report, this patient "passed out" on two occasions at school in 2006, hitting her head both times at the implant site. After the first incident, the patient reported that the sound was lower and the implant site was tender. The patient did not wear the device full time due to pain. Integrity testing performed a month later, showed normal receiver/stimulator function and 3 short circuit electrodes. Reprogramming was suggested, but the patient's family reported that the patient's performance improved and no reprogramming was done. In 2007, the patient's mother reported that the patient's performance had decreased and that the receiver/stimulator had migrated. The surgeon explanted the device on the same month and reimplanted the patient with a new device on the same day.